Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. During investigation, the handpiece began to run on its own. Based on the investigation details, the likely cause was the trigger magnet on the forward trigger has fractured in half and part of it was stuck to the e-box. The handpiece will be repaired and returned to the customer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the device began to run on its own when the battery was inserted. There was no reported user or patient injury.